Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. Additionally, it was reported that the customer received multiple minimum fill messages. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer was unable to provide a blood glucose value but reported blood glucose level was stable.